Event description:
The customer reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy exceeded five minutes again. The customer understood and acknowledged the instructions.